Event description:
It was reported that during the procedure, when the helix mechanism of this right ventricular (rv) lead was extended, high capture thresholds were observed. The physician attempted to reposition the lead; however, after performing 10 rotations to extend the helix in the new position, and with the use of a spinning tool, the helix mechanism could not be extended again. A total of 35 rotations were performed in an effort to extend the helix mechanism which were unsuccessful. The lead was exchanged for a new one to complete the procedure and the electrical parameters were within range. No adverse patient effects were reported. This lead is expected for return. Additional information: despite numerous attempts to obtain product return, this product was not received, and no further correspondence was provided.

Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when the helix mechanism of this right ventricular (rv) lead was extended, high capture thresholds were observed. The physician attempted to reposition the lead; however, after performing 10 rotations to extend the helix in the new position, and with the use of a spinning tool, the helix mechanism could not be extended again. A total of 35 rotations were performed in an effort to extend the helix mechanism which were unsuccessful. The lead was exchanged for a new one to complete the procedure and the electrical parameters were within range. No adverse patient effects were reported. This lead is expected for return.